Manufacturer narrative:
(B)(4).

Event description:
(Os 16.892). The dentist reported 9 months after the dental implant was installed in the intraoral region #3 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV) and bone graft was not executed.